Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead was dislodged as confirmed via x-ray. The physician attempted to implant a new lead but had difficulties getting into the target vessel. When the physician reran the testing, it was noticed that the right ventricular (rv) lead exhibited high pacing thresholds and physician tried to reposition the lead but could not extend the helix out into the wall. Additionally, the physician believed that he must have bumped the rv lead with the catheter and dislodge, this led to rv lead being explanted. Lastly, the physician tried to get access to the subclavian vein again but a venogram showed a total occlusion and made the decision to extract the ra lead and the device. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged as confirmed via x-ray. The physician attempted to implant a new lead but had difficulties getting into the target vessel. When the physician reran the testing, it was noticed that the right ventricular (rv) lead exhibited high pacing thresholds and physician tried to reposition the lead but could not extend the helix out into the wall. Additionally, the physician believed that he must have bumped the rv lead with the catheter and dislodge, this led to rv lead being explanted. Lastly, the physician tried to get access to the subclavian vein again but a venogram showed a total occlusion and made the decision to extract the ra lead and the device. No additional adverse patient effects were reported.